Event description:
During a phacoemulsification procedure, aspiration from this unit was low. The doctor performed an extracapsular procedure and a manual vitrectomy. An anterior lens was implanted. There has been no report of patient injury.